Manufacturer narrative:
This report is filed, june 9, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the receiver/stimulator site subsequent to sustaining a head trauma. On (B)(6) 2016 the patient was prescribed antibiotics. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of this report is may 27, 2016; not june 8, 2016 as previously reported. This report is filed june 9, 2016. The implanted device remains.